Manufacturer narrative:
(B)(4) - small bowel obstruction occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an incarcerated ventral hernia repair on (B)(6) 2011 and mesh was implanted. On (b)(64) 2011, the patient presented with abdominal pain and atrial fibrillation. On (B)(6) 2011, an exploratory laparotomy was performed to repair a small bowel obstruction. It was noted that there was a necrotic piece of omentum that became adherent to the abdomen that had been stuck in the ventral hernia. Post operatively , the patient became hypotensive and was placed on a ventilator. The patient experienced a myocardial infarction associated with multiple organ failure and septic shock. The patient died on (B)(6) 2011. The death certificate list the causes of death cardiopulmonary arrest, atrial fibrillation, multiple mi, and post ventral hernia repair. It also lists as significant contributing conditions, hypertension, diabetes, copd, morbid obesity, and hyperlipidemia.